Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear mask and the six steps of hand washing were not followed. On an unknown date, the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1gm stat dose, route not reported) and meropenem injection (1 gm, once a day, route not reported) for peritonitis. On an unreported date, antibiotic treatment was discontinued. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.